Event description:
Additional information was received on (B)(6) 2012, that indicated the patient's leads were in good position as seen by fluoroscopy. It was also noted that an impedance test on (B)(6), 2012, was unremarkable for an open or short circuit and the patient was getting stimulation in all her painful areas. No x-rays were performed. No further diagnostics were going to be performed as the unit was functioning properly.

Event description:
Additional information was received on (B)(6) 2012 that reported the patient continued to experience pain in her back and left hip. The patient turned off the implantable neurostimulator (ins) for "a few days straight" and the pain was gone. After performing housework (mopping, vacuuming, cleaning), the patient's pain started again. An x-ray was performed but found nothing remarkable. The patient has felt this pain for the past few months and noted that she feels okay when the stimulation is turned off, so the ins was turned off since yesterday when the pain returned. The patient believed something was wrong with the device. Follow up information was received (B)(6) 2012 that reported the patient had seen her physician and x-rays showed no lead movement. The patient also noted that when stimulation was turned on, it aggravated her pain to uncomfortable levels following strenuous activity or exercise. The pain was in the patient's lower back and leg. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient was still having concerns regarding her device or therapy but she was working with her doctor or the manufacturer's representative. The patient thought she had been "sick" for about 6 months. The patient thought she was highly reactive to metals. The patient wanted to have the device removed as she believed that everything else had been ruled out. After a back injury, the patient was using her stimulator more but that she felt that when it was on the pain worsens. As a result of that, the patient previously met with a manufacturer's representative for reprogramming and that didn't address the symptoms. Additional information indicated that the patient stated, the device was being removed in 2 weeks. The patient stated that the device was interfering with electrical signals and she wanted it out. The patient felt it was making her sick. Additional report will be filed if there is any updated information.

Event description:
It was reported that the patient experienced an increase in her back pain lifting something heavy. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. The patient code \ and the device code now apply to the event as indicated by additional information. The other assigned codes were previously reported conditions that have been updated according to current coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information had been submitted in previous medical device reports: a patient reported on (B)(6) 2012 that they had increased back pain after lifting something heavy. They saw their physician on the morning of report, and reprogramming was requested. The indication for use was post lumbar laminectomy syndrome. The patient called back (B)(6) stating that they had reviewed their concerns with their physician, but they had not yet met with a company representative (rep) for reprogramming. A rep stated on (B)(6) that they had seen the patient on (B)(6) and no malfunctions were detected and no interventions were taken. Impedances were tested and unremarkable. The unit was working fine and the patient was getting good coverage. They noted that the pain that the patient was experiencing was determined to be new, acute pain that they sustained from an incident that occurred several weeks prior. The patient called on (B)(6) 2012 stating that they had worsened pain in their back and left hip while stimulation was turned on. The stimulator was on their left side, and the pain was gone after they had turned off the stimulator for a few straight days. They then started doing some housework including mopping and vacuuming, which resulted in the pain returning again. They had an x-ray conducted, and they stated that nothing was wrong. They had thought the new pain was due to them lifting something heavy because their back pain had increased after doing so, and they had new pain down the back of the leg and left hip. This pain was noted to have lasted a few months. They felt okay when the stimulation was off, so they had turned it off since the previous day when the pain started coming back. They believed that something was wrong with the device. The patient was going to see their physician at an appointment the next month, and they were going to leave stimulation off until then. The patient called back on (B)(6 )stating that they had seen their physician that day and had x-rays conducted, which showed no lead movement had occurred. The physician wanted the device checked. It was noted that while stimulation was on, and while the patient was recharging(with stimulation off), the stimulation aggravated pain to an uncomfortable level. This was noted to have occurred following strenuous activity or exercise, and the symptoms were in the low back and leg. Information was received from the physician on (B)(6) 2012 stating that the patient had moved a plant, and they verified that the leads were "in good position by fluoro". Additional information was received from a rep on (B)(6) stating that they had met with the patient on (B)(6) where an impedance test was conducted, but was unremarkable for an open or short circuit. No x-rays were performed at that time, and the patient was getting stimulation to all their painful areas. The findings were communicated to the patient's physician, and no further diagnostics were going to be performed, as the unit was functioning properly. The patient called back on (B)(6) stating that they had been sick for about six months, noting that they thought that they were highly reactive to metals. They stated that they just needed to have the device removed, as they believed that everything else had been ruled out. The patient had previously met with a rep for reprogramming, but it did not address the symptoms. Additional information was received from the patient on (B)(6) stating that they were still having concerns regarding their device or therapy, but were working with their physician or rep. No appointment date was noted. The patient called on (B)(6) 2012 stating that the device was being removed in two weeks, noting that it was interfering with electrical signals and they wanted it out. They stated that it felt like it was active or on even though the battery had run down and the device was off. They also noted that it was making them sick, and this had started about 6 months ago when they sustained a back injury in (B)(6) 2012. The following information is new to the event: additional information was received from the patient on (B)(6) 2016 stating that they had experienced problems with the implantable neurostimulator (ins) shocking, and painful charging with the device that was explanted in 2012.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Recharger model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4). (B)(4).

Event description:
Additional information received reported that upon examining the patient, no malfunctions were detected and no interventions were taken. An impedance test was performed with unremarkable results. The system was working fine and the patient was getting good coverage. The pain she was experiencing was determined to be new, acute pain sustained from an incident she sustained several weeks prior.

Event description:
Additional information received noted that the patient was requesting assistance from the manufacturer's representative for reprogramming; the representative planned to follow up with the patient.